Event description:
The dentist reported that this screw had fractured post restoration.

Manufacturer narrative:
Upon visual inspection, it was found that this screw had fractured. The cause is undetermined. The review of the device history record did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.